Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient re-iterated that their ins died only a few weeks or months after implant. While battery was functional, patient had relief of symptoms, but symptoms returned after battery died. Patient also they had new swelling. Patient said the leg that's swollen is on the same side as the implant and was wondering if the ins could be affecting their vascular issues/causing swelling. Agent suggested patient reach out to managing healthcare provider(hcp) regarding this question.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that they are having issues again. The caller reports that they are running into inflammation in their leg and are wondering if it is related to the device. The caller noted that the battery died "rather quickly" and is aware that the battery has been depleted for a while. The patient was redirected to their healthcare provider to further address the issue. The caller reported trying botox for their urinary issues but it did not work. Additional information was received from the patient. The patient followed up reiterating health issues and inquired on whether or not their conditions could be leading to their incontinence. Agent redirected patient to their hcp to provide further clarification. Patient requested for their hcp's phone number, which agent provided. Patient also reiterated their battery dying rather quickly, and they verified that their implant is still inside of them, redirected to hcp.